Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that a mesher was bent to the extent that the mesher-combs could not seat into the device. The issue was identified outside of surgery and was not an out-of-box failure. There was no patient involvement. Due diligence is complete as no additional information is available.